Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, an electrical and a mechanical inspection. The visual inspection demonstrated that the lead¿s distal part was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. The cuttings of the insulation and the deformation of the outer coil resulted most likely from the explant procedure. Blood penetrated the lead. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the right atrial lead had high thresholds (4.5 v at 1.2 ms). The physician elected to removed the lead. Imaging was obtained, and it was noted that the lead was dislodged. It is uncertain how long the lead had been dislodged. The lead was removed without issue. Another right atrial lead was placed, instead. The patient was hospitalized. No additional adverse patient effects were reported.